Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that device entrapment occurred. A rotawire drive and a rotapro were selected for use. A pecking motion and dynaglide mode was used when the burr was advanced into the lesion. After ablation, the burr was stuck in the rotowire inside the patient during withdraw in dynglide mode. The rotapro and the rotawire were removed together as one unit from the patient. There was no patient complication reported.

Event description:
It was reported that device entrapment occurred. A rotawire drive and a rotapro were selected for use. A pecking motion and dynaglide mode was used when the burr was advanced into the lesion. After ablation, the burr was stuck in the rotowire inside the patient during withdraw in dynglide mode. The rotapro and the rotawire were removed together as one unit from the patient. There was no patient complication reported. It was further reported that the procedure completed with these devices.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the burr catheter used with the rotapro device. The advancer used in the procedure was not returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was completed using a test rotowire. The wire was inserted through the annulus and was able to be fully advanced and removed from the device with no resistance or issues. Product analysis could not confirm the reported events, as the test rotawire was able to be fully inserted and removed from the device with no resistance or issues. Inspection of the remainder of the device presented no other damage or irregularities. D4: lot number: added lot number. B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that device entrapment occurred. A rotawire drive and a rotapro were selected for use. A pecking motion and dynaglide mode was used when the burr was advanced into the lesion. After ablation, the burr was stuck in the rotowire inside the patient during withdraw in dynglide mode. The rotapro and the rotawire were removed together as one unit from the patient. There was no patient complication reported. It was further reported that the procedure completed with these devices.

Manufacturer narrative:
D4: lot number: added lot number. B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that device entrapment occurred. A rotawire drive and a rotapro were selected for use. A pecking motion and dynaglide mode was used when the burr was advanced into the lesion. After ablation, the burr was stuck in the rotowire inside the patient during withdraw in dynglide mode. The rotapro and the rotawire were removed together as one unit from the patient. There was no patient complication reported. It was further reported that the procedure completed with these devices.